Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap broke during deployment. The implant was properly connected to the inserter, excessive force was not used and there were no other obstructions causing resistance. The procedure was completed successfully and there were no patient complications. The damaged spacer will not be returned as it was disposed of by the medical facility.